Event description:
Information received notes that the patient was in an automobile accident and sustained damage to the pacemaker site. At the time of the accident, hospital personnel found no evidence of pacing and the subsequent transtele- phonic (ttm) check found no pacing. The patient's rate was normally in the 30's, but during the ttm, it was between 60-70 bpm, with pauses of about 50 bpm following pvcs. The patient was admitted to the hospital.